Event description:
Consumer called to report inconsistent readings with his meter, analysis run on consensus error grid (ceg) using mean reading (86) as reference point vs bd readings (24,148) yielded data points in the c range of the grid, outside of acceptable limits.